Event description:
It was reported the device was out-of-tolerance flow. The device was tested in hranice with a result of 4.325 percent. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a swollen dso seal, scratched lcd lens, cracked battery compartment, and a damaged remote dose cord. Review of the event history log was not applicable. An accuracy test was performed, and the reported problem was duplicated. It was determined that the root cause was the expulsor and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com; b3: unknown. D4: UDI number unavailable. G5: 510k number unavailable.